Manufacturer narrative:
The explanted device was returned to edwards for analysis. As received, minimal host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Indentations were observed on leaflets 1 and 3 near commissure 1. The indentations were wider than the typical suture loop characteristics, thus report of suture loop could not be confirmed. X-ray demonstrated an intact wireform. Additional manufacturer narrative: the clinical report of central insufficiency was visually confirmed due to leaflet indentations. However, the report of paravalvular insufficiency and suture looping could not be confirmed through visual observations. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. At this time, the root cause for the observed central regurgitation could not be confirmed through evaluation of the returned device. If further information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
In this case, no intraoperative echocardiographic images were provided, thus the reported leaflet behavior and mitral regurgitation observed in vivo could not be confirmed. The as-received valve presents with a notable indentation in the location typical of suture looping. However, no typical sharp suture-looping mark was noted on the affected leaflets. This indentation is wide and smooth, consistent with pledget pressure, instead of a sharp, well defined mark typically left by an un-pledgeted suture. As described by the surgeon, a suture loop can restrict leaflet mobility leading to malfunction of the valve. In this case, the cause of the event was due to suture loop which is related to surgical technique.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: based on the information received, operational context most likely contributed to this event. Suture loop, or tying a suture around the strut, is a known operative complication of mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and if undetected while still on bypass, it may require subsequent re-intervention. In both cases, the suture loop led to regurgitation which required subsequent intervention. Edwards¿ pericardial mitral valves utilize the tricentrix holder system to minimize suture loop and chordate entrapment. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following cautions: ¿avoid looping or catching a suture around the open cages, free struts, or commissure supports of the valve which would interfere with proper valvular function. To avoid suture looping, it is essential to leave the deployed holder in place until all knots are tied. However, if leaving the holder in place obstructs the surgeon¿s view, the sutures adjacent to each of the three stent posts must be tied down before cutting the three holder attachment threads to remove the holder. If the deployed holder attachment threads are cut before these adjacent sutures are tied down, the holder can no longer prevent suture looping around the stent posts. Special attention must be given to avoid tying the sutures on top of the corners of the holder legs.¿ no further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, it was learned that this (B)(6) patient underwent a re-do mitral valve replacement (mvr) to replace a 29mm surgical valve that was implanted for three months. Reason for the re-do mvr was due to severe central and paravalvular mitral insufficiency secondary to suture loop. The patient's tissues were noted to be of poor quality consistent with her state of debilitation and malnutrition. The 29mm mitral valve was found to be well seated with the exception of a 10 to 12mm defect on the outside of the sewing ring at the proximal location of what would be the medial commissure of the mitral valve. A pledgetted suture was wrapped around the stent post near the lateral commissure portion of the native mitral valve, causing dysfunction of the adjoining prosthetic valve leaflets. The explanted device was replaced with another 29mm surgical valve, which seated nicely. The patient was taken to the cardiovascular surgery intensive care unit in satisfactory condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint."

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.